Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the patient is suddenly feeling a heating sensation when charging the ipg. As the patient's implant is new and the implant site is still healing, the physician suggested charging the ipg for shorter time periods in an effort to relieve the heating sensation. The patient indicated she will continue to work with her physician regarding next steps. The ipg remains in use at this time. No further patient complications were reported as a result of this event.